Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product were not performed since the part and lot number were not reported. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported failure to advance and core separation appear to be related to operational circumstances of the procedure. Additionally, the reported treatment appears to be related to the operational circumstances of the procedure as the separated portion could not be retrieved therefore, the guide wire was embedded into the vessel wall next to the unspecified stent that was implanted. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified de novo mid left anterior descending artery (mlad). While advancing a 014 whisper guide it became separated during the attempt to pass the left main coronary artery (lmca) towards the ramus circumflex artery (rcx) in the patients body. The separated portion could not be retrieved therefore, the guide wire was embedded into the vessel wall next to the unspecified stent that was implanted. There were no adverse patient sequela and no clinically significant delay. No additional information was provided.